Event description:
Patient reported that back to back tests performed on the patient's surestep meter were 40 mg/dl and 85 mg/dl (72% difference). Control test result (127) was in range (92-138). Meter was not cleaned according to manufacturer's product recommendations. There was no allegation of harm.